Event description:
Note: this report pertains to one of three complaints that occurred during the same procedure. Refer to MFR report# 3005099803-2009-03163 and 3005099803-2009-03165 for the other associated device info. It was reported to boston scientific corp that three resolution clip devices were used during a duodenal bleeding ulcer clipping procedure on a male pt performed on (B)(6), 2009 (pt age is unk, however over 18 years). According to the complainant, during the procedure, the first two clips exited the sheath but they would not open or close. The third clip deployed but the housing unit above the clip broke off. The metal piece was retrieved along with the clip using retrieval forceps. This was done because it was convenient to do so. The procedure was completed with a fourth resolution clip device. There were no pt complications reported as a result of this event. The pt's condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
(B)(4) - (failure to open/close). The complainant indicated that the device was disposed and will not be returned for eval; therefore a failure analysis of the complaint device could not be completed. If any further relevant info is identified, a supplemental medwatch will be filed. (B)(4).